Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure patient passed away. The physician successfully ablated the left atrial posterior wall, left atrial anterior wall, and mitral isthmus. However, upon delivering the fifth application near the left atrial appendage, the patient's blood pressure rapidly dropped and was lost. Patient then went into asystole. Cardiopulmonary resuscitation was immediately initiated. A pericardiocentesis was performed to drain fluid. Defibrillation was also attempted, but the patient's rhythm could not be restored. Life-saving measures continued for approximately sixty minutes before the patient was pronounced deceased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was in pulseless electrical activity when the blood pressure dropped. Prior to the procedure, intracardiac echocardiography (ice) did not reveal any pericardial effusion.